Event description:
Bsc sales representative reported on (B)(6) 2011 that "the wires on polaris dx catheter were exposed when they opened the catheter. It was never used in the case. They used another polaris dx catheter to complete the procedure".

Manufacturer narrative:
The reported event had no consequences to patient and/or no patient complications. The catheter was not used in the procedure and another similar device was opened to finished the procedure. The reported catheter is expected to be returned and will be evaluated. Evaluation summary will be submitted. Device not yet received